Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and a conclusive cause for the reported difficulty or delayed positioning could not be determined in this complaint. A conclusive cause for the reported tachycardia could not be determined in this complaint. The reported tissue damage was likely a cascading effect of the difficulty positioning the leaflet. The reported patient effects of mitral valve injury and tachycardia, as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. Lastly, the reported additional therapy/non-surgical treatment appears to be due to case specific circumstances as one additional clip was attempted to be implanted to treat tissue damage. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report tachycardia and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntr clip (00611u141) was inserted and the leaflets were successfully grasped. However, after grasping, the patient experience ventricular tachycardia. It was then noticed that the clip had detached from the posterior leaflet, which caused damage to the leaflet. Since the clip was not yet deployed, it was opened and repositioned. The clip was successfully deployed, reducing mr to a grade of 3-4. In an attempt to treat the damaged leaflet, an additional ntr clip (00715u150) was inserted, and the leaflets were grasped. However, while establishing final arm angle (efaa), the clip slightly opened. The clip repositioned and the leaflets were grasped, but the mr was unable to be reduced. The physician made the decision to remove the clip and discontinue the procedure. No additional information was provided.